Manufacturer narrative:
Additional information has been requested. Implant date approximately (B)(6) 2009. Subject device was not explanted. Synthes is unable to provide the date of manufacture without a lot number or the device returned. The investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided. A review of the device history record cannot be requested without a lot number.

Event description:
Patient status post zero-p plate and screw implantation returned to surgeon for post of visit. An x-ray showed one screw backing out of the plate. Surgeon is monitoring the patient and no removal is scheduled at this time. This is one of two reports for this event.